Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing while the pump was being used. Customer's blood glucose level was 187-236 mg/dl. Pump deliveries were not impacted by issue and customer continued to use the pump for insulin therapy.